Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024, sampling from: tip, cfu:no detection, bacterial identification:n/a. Sampling from: forceps channel, suction channel, cfu:0cfu/ml, bacterial identification:n/a. Sampling from: air/water channel, cfu:1cfu/ml, bacterial identification:staphylococcus capitis. Sampling from: sub-water supply channel, cfu:0cfu/ml, bacterial identification:n/a. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes, and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the bacteria remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. Related patient identifiers: original complaint-(B)(4).